Event description:
On the day of the event, staff first tried to baseline pt while pt was sitting on electric hospital bed. "Adjust belt" message displayed. Staff asked pt to move from bed to chair. Pt was baselined without difficulty. On the following day, pt reported that "adjust belt" messages began as soon as pt got home from hospital. Staff reviewed probable causes with pt and could find no problem. Review of info downloaded from pt's device revealed 781 minutes of dual lead noise. The pt was sent a replacement electrode belt.